Event description:
The customer reported to olympus during preparation for use, the visera elite ii video system center was turned on and the lamp was ignited when a e105(lamp error) displayed on the monitor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the led unit was defective. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The investigation confirmed the customer reported e105 error, however a root cause was not established. The instructions for use (IFU) provides instructions to the user on troubleshooting this failure: otv-s200 instruction manual. Troubleshooting guide. "Code:e105. Error message: lamp intensity error. Possible cause: the lamp of the video system center malfunctions. Solution: immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus". Olympus will continue to monitor field performance for this device.